Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was over 500 mg/dl. The customer was treated with 10 units of insulin manually. The mother also reported the customer's blood glucose declined to 384 mg/dl at the end of the call. The insulin pump will not be returned for analysis.